Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were two episodes of high ventricular rate (hvr) due to noise detection noted on the right ventricular (rv) channel. The noise was not reproducible in clinic during lead provocative testing. All other electrical parameters of the rv lead were normal. No intervention was taken at this time and the patient was stable and will continue to be monitored.